Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the minimally invasive chevron and akin osteotomy, the tip of the driver broke off when it was used to insert a screw. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-8741-40, driver, t10 hexalobe, beveled ft, batch number 1392425, was received for investigation and upon visual inspection, it was noted that the hex tip had broken off (see evaluation pictures 3 + 4). No fragments were returned for evaluation. No functional testing was performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.